Event description:
It was reported that during a routine inspection, they found numerous pieces with some sort of black marks/contamination on them. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer returned fifteen samples and video evidence for the analysis of complaint that during a routine inspection found the numerous pieces with some sort of black marks/contamination on them. A device history record (DHR) review for the reported lot number revealed no nonconforming material reports (ncmrs) during the manufacturing period. Additionally, maintenance work order history around the time of production showed no activities related to the described defect. A review of customer complaint history over the past two years also found no similar complaints. A tappi chart was used for precise measurement. Analysis showed that the black mpm particles fell out of the acceptable criteria. Based on this, the device does not meet current specifications, and the complaint can be confirmed. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.